Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/28/2020. Additional information was requested and the following was obtained: were x-rays taken to locate the needle? --no.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdh758, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the problem of pulling off suture needle(2pcs) and suture breakage(1pc) happened during the congenital cardiac procedure. Note; events reported 2210968-2020-02728, 2210968-2020-02729, and 2210968-2020-02730.

Event description:
It was reported that a pediatric patient underwent congenital cardiac procedure on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There was no report on patient's injury and there were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/09/2020. Additional h3 investigation summary: it was received for analysis representative samples of product code 9702h, lot pdh758. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.